Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The legal manufacturer was unable to confirm if reprocessing steps were performed as recommended in the instructions for use. The event can be [detected/prevented] by following the instructions for use (IFU): the instruction manual operation manual ¿gif/cf/pcf-190 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif/cf/pcf-190 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information: h6, h11. A result of component analysis showed that the foreign material was a mixture of protein and cellulose. The protein originated from chemical or human sources. Cellulose is possibly originated from fiber such as gauze or mole from the environment. Therefore, the suggested phenomenon was presumed to have been due to insufficiently conducted precleaning and rinsing. It is suggested that the user facility review the method of device handling according to the instructions for use (IFU). It is further recommended to review IFU reprocessing manual chapter 5, 5.5 manually cleaning the endoscope and accessories, and chapter 8 storage and disposal for checking proper handling and storage environment. Please make sure to remove all stain/dirt at a/w-nozzle opening and surface of ob-lens and rinse sufficiently at reprocessing, wipe out water from all channels and dry the device thoroughly after reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material coming out of the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.